Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
As per details reported on incoming (B)(4): "we had a problem with a faulty tip today. I didn't use the balloon as it was a tight fit and it wasn't a hysterectomy. Towards the end of the surgery I went to put in blue dye to check the tubes. The pressure was high then I was able to put dye in. But nothing came out of the tubes." " the clear tube was connected to the balloon and the white tube with the clamp was free flowing. It had been manufactured the wrong way round. We took out of patient and tried and pictured it. " "we also took another from the same batch to make sure there were not others. " "picture "shows blue dye in balloon, that went in clear tube. And the water that has come out of the end of the tube that should have gone into balloon." " the patient's uterus was ruptured by the balloon being over inflated under pressure. Uterus was sutured and hopefully will be okay." " the tips were disposed of."

Manufacturer narrative:
Investigation x-review DHR analysis and findings complaint (B)(4). Was the complaint confirmed? Yes. Distribution history: the complaint product was manufactured at csi on 15-mar-2022 under work order (B)(4). And ship date is not known. Manufacturing record review: DHR-314652 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. This lot number has been depleted from inventory. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: by reviewing the attached videos, it was determined that the unit was skived on the wrong side of the tip. This resulted in the 2 tubes being reversed. This was an assembly issue. Each unit is supposed to be tested to detect this error, but the error was not detected. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. A quality alert (qa-00546) was generated to document the assembly error. The value stream manager, cell lead and line lead were shown the videos and all agreed to the root cause. No further training required at this time. Preventative action activity reference: quality alert (qa-00546). Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per details reported on incoming e-complaint (B)(4). "We had a problem with a faulty tip today. I didn't use the balloon as it was a tight fit and it wasn't a hysterectomy. Towards the end of the surgery I went to put in blue dye to check the tubes. The pressure was high then I was able to put dye in. But nothing came out of the tubes." " the clear tube was connected to the balloon and the white tube with the clamp was free flowing. It had been manufactured the wrong way round. We took out of patient and tried and pictured it. " "we also took another from the same batch to make sure there were not others. " "picture "shows blue dye in balloon, that went in clear tube. And the water that has come out of the end of the tube that should have gone into balloon." " the patient's uterus was ruptured by the balloon being over inflated under pressure. Uterus was sutured and hopefully will be okay". " the tips were disposed of ".